Event description:
It was reported that the bed had issued with the wheels. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Wheel. Investigation is ongoing, a follow-up report will be submitted with results.